Event description:
It was reported the radiopaque marker detached from the introducer sheath into the biliary tree during a biliary drainage procedure. The procedure was successfully completed with this unit without patient complications. Incidental retrieval utilizing biopsy forceps during an unrelated procedure was uneventful. One six french sheath was received, evaluated and retained by this manufacturer. The radiopaque marker was not returned. The engineering evaluation indicated the sheath was returned in two pieces. The first piece consisted of the hub and approximately 1.4 centimeters of extrusion. The extrusion ended in a clean, nearly 45 degree angle. The second piece was the remaining portion of sheath. Both pieces were not damage but appeared to have been cut. Microscopic examination revealed the original site of the marker attachment was clearly visible along the entire circumference of the device. Scrape marks, indicative of radiopaque marker travel towards the distal tip, were present and one split approximately 1 millimeter from the distal tip was observed. The co's follow up revealed the physician cut the hub off the sheath in the beginning of the procedure to allow for more wire room. Further follow up revealed resistance was encountered during this procedure. This device displayed characteristics consistent with exertion against resistance, scrape marks on the sheath. The co believes continual exertion against resistance, along with patient anatomy, may have contributed to this event.